Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was quickly repeated and an elevated result (consistent with prior testing) was obtained and reported. Patient treatment was not reported to have been altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.